Event description:
It was reported that during an incisional hernia repair, the force bipolar instrument was caught on tissue and then wouldn¿t respond. The physician's assistant (pa) stated during follow up that fascia became stuck in the instrument as the surgeon was dissecting, causing the tissue to tear which resulted in "minimal" bleeding that was resolved with cautery and the procedure was completed robotically.

Manufacturer narrative:
The product was returned to intuitive surgical, inc. (Isi) and failure analysis (fa) found the instrument to have a bent grip, causing vertical misalignment. There was a portion of the grip near the base, closest to distal clevis pin, that extended further than manufactured, causing the grips to catch on the tissue. The grips were offset at the tips. Additional observations not related to the customer complaint: the instrument was found to have damage of the conductor wire¿s insulation. The wire insulation was damaged and the instrument passed an electrical continuity test. A system log review did not reveal any system errors that would have caused or contributed to the reported event.